Event description:
It was reported that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the er320 reported to have not occluded vessels. Easy to move once fired on vessel. The clips were not secure. The first clip misfired. Clips closed at distal end, but not at proximal end(apex). The case was completed by auto suture endo clip. There was no consequence to pt.